Manufacturer narrative:
As reported, the distal end of the sheath split and was split out of the box after opening a 6f 23 cm brite tip sheath introducer which was not used in the patient. There was no reported patient injury. The device was stored as per labeling and was opened in sterile field. Additional event details were requested; however, not provided. A non-sterile unit of ¿si brite tip 6f 23cm str¿ was received for analysis. The parts included in the shipment were the cannula and the vessel dilator. All components were thoroughly inspected seeing that the cannula presents with one frayed/split/torn condition found approximately at 22.7 cm from the distal tip. No damages or anomalies were seen on the vessel dilator. Dimensional analysis was performed near the damages to verify the correct outer diameter (od) and inner diameter (ID) of the cannula and found within specification. Visual inspection at high magnification showed the frayed/split/torn section at the distal tip of cannula. No other anomalies were seen during the microscopic examination. The reported ¿brite tip/distal tip-frayed/split/torn¿ was seen during the product evaluation. However, the exact cause of this damage cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ the product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the distal end of the sheath split and was split out of the box after opening a 6f 23 cm brite tip sheath introducer which was not used in the patient. There was no reported patient injury. The device was stored as per labeling and was opened in sterile field. Additional event details were requested; however, not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.